Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds and high thresholds. The ra lead was scheduled to be abandoned in the patient¿s body and replaced. No patient complications have been reported as a result of this event.